Event description:
It was reported that patient experienced an infection at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads and anchors were explanted and the ipg site was revised to address the issue. The infection has resolved.

Manufacturer narrative:
Date of event is estimated.